Manufacturer narrative:
Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. The operative report notes that it was a tight fit during implantation of the subject device. The valve as replaced with another bioprosthesis, one size smaller, resulting in no significant mitral regurgitation. The root cause of this event cannot be confirmed due to the absence of cardiac imaging and the sample device. However, it appears that this event was likely related to inappropriate sizing. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Additionally the device's instructions for use (IFU) caution the user: "oversizing must be avoided as it may cause bioprosthesis damage or localized mechanical stresses, which may in turn injure the heart or result in leaflet tissue failure, stent distortion and regurgitation." There is no information to suggest that there was a malfunction or quality deficiency of the edwards valve. No further actions are possible with the available information.

Event description:
It was reported that the valve was implanted then explanted during the same procedure due to mitral regurgitation (mr). Per the operative report, the 29 mm edwards bioprosthetic valve was implanted to replace the patient's stenotic mitral valve. During implantation of the subject device, it was noted to be a tight fit and there appeared to be some impingement on one of the leaflet commissure areas of the prosthesis. After coming off cardiopulmonary bypass (cpb), there was evidence of mr. The valve was repositioned; however, it was noted that there was mild crimping and impingement at one of the commissures. Once off cpb a second time, there was still mr. The device was explanted and a 27 mm edwards bioprosthetic valve was implanted. Post implant, patient's hemodynamics were excellent. There was no significant mr. There were no other complications reported.